Event description:
It was reported to philips that the system was unable to boot properly after performing a cold start. No harm was reported to philips. Philips has started an investigation of this complaint.